Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the surgery, the plate was broken and couldn't be used normally. The procedure was completed with backup product(s). The patient's status at the time of the report was alive-no injury.